Manufacturer narrative:
Product complaint#: (B)(4). H6. Component code: g07002 - device not returned. H 6. Investigation findings: c22 ¿ photo evaluation. Additional information was requested, and the following was obtained: when was the suture pulled off from the needle (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? During use on the patient. Did this issue contribute to any patient adverse event? No. Photo investigation summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows a needle held with surgical forceps, the suture is shown damaged and almost detached from the needle. Based on the photo review, the event reported is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. We value the opportunity to fully analyze the device upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device 103z9h/vcp397hcn31 and no non conformance's/manufacturing irregularities related to the malfunction were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a delivery procedure on (B)(6) 2025 and suture was used. At 7:05, during perineal suturing performed by the midwife after delivery, it was found that the problem of pulling off suture needle happened. The suture was immediately replaced to continue perineal suturing. No adverse patient consequences were reported. Additional information was requested.